Event description:
The patient who is 10 years post right total knee replacement. Over the past several months he is developing increasing pain and swelling. His x-rays showed osteolysis under the tibial plateau without any other obvious signs of loosening in the femur or patella. There did appear to be moderate wear in the polyethylene liner. Due to the patient¿s increasing pain and debilitation, along with the x-ray showing signs of osteolysis, they were determined to be a candidate for right total knee revision. Intraoperative findings revealed significant wear of the medial aspect of the poly liner with some pitting posterior medially. The tibial component was not obviously loose but was easily removed. There were also significant osteolytic lesions primarily laterally which were contained and did not significantly affect the supportive nature of the bone. The femoral component was well fixed but was revised to allow for constrained condylar implant. The patellar component was well fixed and left in place. The patient was taken to the recovery room in satisfactory condition. There were no complications.

Manufacturer narrative:
Recall number z-0021-2022. Concomitants: (B)(6) 02-010-01-0350 - logic femoral ps cem right sz 5. (B)(6) 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. (B)(6) 200-02-38 - three peg patella 38mm. (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm. (B)(6) 204-70-00 - tibial stem ext. Screw. The revision reported was likely the result of tibial insert prosthesis wear over the course of 10 years. Possible causes for polyethylene wear include the alleged joint instability, high contract stresses during knee flexion, patient-related conditions, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or have occurred as a result of insert wear over time, however, the presence of joint instability cannot be confirmed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.